Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain") in a 35-year-old female patient who had essure (batch no. A69940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychiatric problems condition: mental anguish") and depression ("psychiatric problems condition : depression"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device allergy ("allergic reaction to device"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the device allergy, vaginal haemorrhage, menorrhagia, vaginal infection, fibromyalgia, dysmenorrhoea, dyspareunia, weight increased, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device allergy, dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain") in a 35-year-old female patient who had essure (batch no. A69940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device allergy ("allergic reaction to device") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the device allergy, vaginal haemorrhage, menorrhagia, vaginal infection, fibromyalgia, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered device allergy, dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet and medical records received: events added from pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, autoimmune disorder type of disorder: fibromyalgia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, did not undergo confirmation test. Lot number, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain") in a 35-year-old female patient who had essure (batch no. A69940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychiatric problems condition: mental anguish") and depression ("psychiatric problems condition : depression"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device allergy ("allergic reaction to device"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the device allergy, vaginal haemorrhage, menorrhagia, vaginal infection, fibromyalgia, dysmenorrhoea, dyspareunia, weight increased, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device allergy, dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet received. Events added: depression and mental anguish. Events onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device allergy ("allergic reaction to device"). The patient was treated with surgery (she underwent hysterectomy with device removal due to complication from essure device). Essure was removed. At the time of the report, the pelvic pain and device allergy outcome was unknown. The reporter considered device allergy and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / pain') in a 35-year-old female patient who had essure (batch no. A69940,a78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, multigravida, parity 3, hsv infection, bloating, d & c, uterine bleeding, c-section, corpus luteum cyst, diarrhea, vaginal discharge and pelvic adhesions. Previously administered products included for an unreported indication: lupron and ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychiatric problems condition : mental angusih") and depression ("psychiatric problems condition : depression"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device allergy ("allergic reaction to device") and hypersensitivity ("allergic raection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and hypersensitivity had resolved and the device allergy, fibromyalgia, dysmenorrhoea, dyspareunia, weight increased, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device allergy, dysmenorrhoea, dyspareunia, fibromyalgia, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: treatment received for pelvic pain, abnormal bleeding. Discrepancy noted: essure removal date as per mr is (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: reporter, lot number, medical history, historical drug and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / pain') in a 35-year-old female patient who had essure (batch no. A69940,a78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, multigravida, parity 3, hsv infection, bloating, d & c, uterine bleeding, multiple caesarean sections, corpus luteum cyst, diarrhea, vaginal discharge and pelvic adhesions. Previously administered products included for an unreported indication: lupron and ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychiatric problems condition : mental angusih") and depression ("psychiatric problems condition : depression"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device allergy ("allergic reaction to device") and hypersensitivity ("allergic raection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection and hypersensitivity had resolved and the device allergy, fibromyalgia, dysmenorrhoea, dyspareunia, weight increased, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device allergy, dysmenorrhoea, dyspareunia, fibromyalgia, heavy menstrual bleeding, hypersensitivity, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: treatment received for pelvic pain, abnormal bleeding. Discrepancy noted: essure removal date as per mr is (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Lot number: a69940, manufacturing date: 2012-11, expiration date: 2015-11. Lot number: a78080, manufacturing date: 2012-12, expiration date: 2015-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / pain') in a 35-year-old female patient who had essure (batch no. A69940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychiatric problems condition : mental angusih") and depression ("psychiatric problems condition : depression"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device allergy ("allergic reaction to device") and hypersensitivity ("allergic raection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on(B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and hypersensitivity had resolved and the device allergy, fibromyalgia, dysmenorrhoea, dyspareunia, weight increased, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device allergy, dysmenorrhoea, dyspareunia, fibromyalgia, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: treatment received for pelvic pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events added: allergic reaction. Outcome of previously added events pelvic pain, abnormal bleeding(vaginal) and menorrhagia, vaginal infection were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.